Event description:
Nellcor puritan bennett rec'd a call from facility on 08/12/1998. Called to report the following problem: pt death. Dealer unable to find anything wrong with ventilator. Request rectification be done. However, unit was rec'd with the following note: the ventilator was operating when death was discovered without alarm sounding.